Event description:
It was reported that the skull clamp slipped during surgery. There was patient injury. When the account was preparing the device to be shipped back to integra for evaluation, the sales representative noticed the locking mechanism to be extremely loose. No other information was provided. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: with respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement. When unit is properly positioned and put under pressure, unit would not have slipped. Unit needs heli-coils added to large starburst threads; general maintenance and cleaning required. Device history record reviewed for this product ID (a1059) lot #129 manufactured on december 14, 2012 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No manufacturing or design related trend has been identified. The end users experience was unable to be confirmed or duplicated. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2012 with no prior service history.